Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Thirteen days after the onset, the patient was hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with intraperitoneal gentamycin 40 milligrams (frequency and duration not reported) and intraperitoneal ceftazidime (dosage, frequency, and duration not reported) for the peritonitis event. The patient also experienced septic shock and was treated with unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) during the hospitalization. On the same date as the receipt of this report; peritoneal dialysis therapies were discontinued, the patients¿ peritoneal dialysis catheter was removed, and the patient was started on hemodialysis therapy. Thirty-six days after the peritonitis diagnosis, the patient was being treated with ceftazidime 2 grams intravenously during hemodialysis (specific start date, dates of administration, and duration not reported) for the peritonitis event. After ten days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.